Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was emitting beeping tones. Due to the implant duration, a guidant technical services consultant suspects that the device has reached elective replacement indicated (eri); it is normal device operation for a device to emit beeping tones when eri has been tripped. Later, guidant received information indicating that dissatisfaction with regard to battery longevity was expressed.